Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), underinfusion during dispense testing with undetermined root cause. The analysis interrogation reported indicated the pump was used to deliver lioresal and catapressan 1000.0 mcg/ml, unknown concentration (pump returned programmed to minimum rate). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who received lioresal and catapressan (unknown concentrations and dose; unable to be obtained) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. The patient experienced symptom return. It was determined via interrogation a motor stall occurred on (B)(6) 2017(provided by physician), (B)(6) 2017 (provided by physician), and (B)(6) 2018 (seen in logs). The motor stall lengths and confirmation the last motor stall recovered were not provided. It was determined the catheter was not occluded. The pump was replaced on (B)(6) 2018. It was unknown if the issue was resolved. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The symptoms were clarified as the patient was more spastic. The hcp told the representative he would let them know whether the replacement resolved the motor stall and symptom return when he saw the patient at the next visit. Logs would be available upon pump return. It was stated the pump was not available at the pharmacy yet. They would let the representative know when it was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was implanted on (B)(6) 2015.